Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28482, related manufacturer reference number: 2017865-2021-28484. It was reported that the patient presented to the hospital for follow-up. During examination, it was noted that the left ventricular (lv) lead was capturing atrium signals instead of left ventricular signals, further tests confirmed the capture threshold had suddenly changed from (B)(6) 2020, there was unspecified capture issue. Chest x ray was performed on (B)(6) 2021 which showed loss of slack on lv lead and lv lead dislodgement. Patient was brought to the hospital on (B)(6) 2021 for lv lead revision procedure. During procedure, the physician observed that the suture sleeve on right atrial (ra) lead, right ventricular (rv) lead and lv lead had pulled free. Physician added proper slack for ra and rv lead are reinserted the leads. During lv lead revision, the lead could be advanced so it was explanted. There were no adverse consequences to the patient.